Event description:
Info received indicates the head hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The tech replaced the head valve guide tube assembly to repair the bed.